Event description:
It was reported that a patient underwent a thyroidectomy procedure on (B)(6) 2021 and suture was used. The needle pulled off the thread. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the procedure completed? Use of another device from the same reference but another lot. Were there any patient consequences? No. The following information was requested, but unavailable: did the pull off occur during use on the patient or during handling before use on the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.